Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, user facility personnel observed interference with a pt's pacemaker when the cut function was activated. The users reported that there was no interference observed when the coag function was activated. A second ues-40 was said to have been used during the same procedure, and the user facility personnel stated that similar interference was observed when the cut function was activated on the second device. The anesthesiologist was reportedly able to keep the pt stable. The intended procedure was said to have been completed and there was no pt harm.

Manufacturer narrative:
Olympus contacted the user facility to obtain add'l info regarding this report. The user facility reported that the alleged interference had been observed on the ECG monitor, and the shape of the ECG complex had changed, but pacemaker function had not stopped. The pacemaker was said to have been implanted in 1997 for bradycardia. The electrosurgical generator was said to have been positioned 18-24 inches from the right hand-side of the pt's mid section when the initial phenomenon was observed. A different but similar olympus ues-40 electrosurgical unit was tried, and was said to have been positioned approx 24-30 inches from the pt, and the interference was reportedly observed again when the cut function was activated. The device referenced in this report was returned to olympus for eval. Outputs in the cut, coag, blend, and spray modes were found to be within specification. The device passed all standard tests and procedures, and was found to operate appropriately. The esg-100 instruction manual states: "danger: the high-frequency (hf) equipment, when applied to a pt with a pacemaker implanted, may cause malfunction or failure of the pacemaker, seriously affecting the pt. Before proceeding, confirm with a cardiologist and the MFR of the pacemaker that it is safe to do so." This is one of the two reports, please also reference MFR # 8010047-2012-00041. This report is being submitted as an MDR in an abundance of caution.